Manufacturer narrative:
The getinge field service engineer (fse) replaced the video generator board but noted that the iabp unit would still not boot. The fse then replaced the front end board and experienced the same result. After consulting with peers, the fse double checked all connections of the video generator board then noted that the iabp unit was able to complete the start up sequence. Subsequently, the fse calibrated the touch screen and allowed the iabp unit to run overnight. No more faults were observed. The fse then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This event is the first event reported in relation to an ongoing issue. The second event, which was rectified at a later date, will be reported separately. A supplemental report will be submitted once the medwatch report number in relation to the second event is obtained.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit would not complete start-up sequence. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and was able to reproduce the reported issue. The fse is awaiting for parts to continue the repairs of the unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit would not complete start-up sequence. There was no patient involvement, and no adverse event reported.